Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The rep reported that the surgery was successful and the patient was discharged on post-op day two. There were no further problems at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, partially explanted: (B)(6) 2020, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal with concentration 500 mcg/ml at a dose rate of 50mcg/ml via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included severe cerebral palsy. It was reported that the patient developed pseudomeningocele and catheter dislodged from spine. A leak and pump pocket effusion occurred. An x-ray had showed a dislodged catheter. It was noted that there was no suspected defect. The patient was hospitalized. The catheter was partially explanted, and the spinal portion of the catheter was replaced. The healthcare provider discarded the explanted portion of catheter. Regarding environmental/external/patient factors that may have led or contributed to the issue, patient movements were questioned. It was unknown if the issue was resolved. The patient was with injury regarding their status as of (B)(6) 2020. The patient's weight was noted as having been requested but would not be made available.